Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's father reported via social media that they experienced low blood glucose level of 56 mg/dl. The customer was given mini glucagon shot. The customer's blood glucose was up to 98 mg/dl and he puked again. The customer's blood glucose was constantly dropping. The product was not returned for analysis.